Manufacturer narrative:
Implant regio 14 fractured. Construction was a implant retained telescoping prosthesis. Bone loss following implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.

Event description:
Implant fracture.